Manufacturer narrative:
Analysis and results: customer does not known which of the two code-batches was used in this case. C0068047n1 - batch: 121017. We have received 36 closed samples of the other complaint. We manufactured and distributed in the market 11,516 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 1.82 kgf in average and 1.33 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Furthermore, needle attachment results conducted on samples before releasing the product were 1.67 kgf in average and 1.34 kgf in minimum and fulfilled ep requirements. C0068571 (batch: 721045). We have received 252 closed samples of the other complaint. We manufactured and distributed in the market 8,244 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples (80 units teste) received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.01 kgf in average and 2.40 kgf in minimum (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Two possible products: novosyn violet 1 (4) 90cm hr40 (m) (model number c0068571), novosyn violet 2/0 (3) 70cm hr30 (m) rcp (model number c0068047). Two possible products: model number/cathalog number: c0068047 or c0068571, lot number: 121017 for model number c0068047 and 721045 for model number c0068571. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that there was a needle detachment during a caesarean surgery. Additional information has been requested.